Event description:
Caller reported a malfunction on the pump identified as malfunction 199, with malfunction code 9 displayed. They were informed that this indicates an issue with the pump. The caller declined to answer if the malfunction caused any adverse change in blood glucose levels, so this remained unknown. Technical support assisted the caller with resetting the pump, but the malfunction recurred. As a resolution, it was decided that the pump would be replaced. The caller was provided instructions on putting the malfunctioning pump into storage mode prior to returning it with a pre-paid label within ten days. The caller acknowledged these instructions and planned to continue using the current pump as backup therapy.